Event description:
Routine complaint investigation of a customer citing an incorrect calibration code stored in a meter's memory. The incorrect calibration code, if used to perform an assay, could result in readings considered clinically significant. These results under certain condtions, could have adverse clinical effects. No report of death, serious injury of malfunction was associated with the event.